Manufacturer narrative:
(H3) the product was returned for investigation. The device was visually inspected and found the impeller blades to be damaged. As per clinical investigation, the patient had undergone tavr with medtronic corevalve. The impella pump impeller blades would be damaged with interaction of tavr. The cause of the low pump flow issue was due to damaged impeller blade(s). The damage was characteristic of an interaction with tavr (medtronic corevalve). The investigation determined that the root cause of the low pump flow issue was found to be damaged impeller blades. Should additional relevant information become available, a supplemental report will be submitted. Instructions for use for the related event are as follows: ¿handle with care. The impella catheter can be damaged during removal from packaging, preparation, insertion, and removal. Do not bend, pull, or place excess pressure on the catheter or mechanical components at any time.¿

Event description:
The complainant reported that a 76-year-old male patient suffering from acute myocardial infarction and cardiogenic shock was presented for impella placement. During support, it was noted that the patient experienced low pump flows. The pump was replaced as a result of the noted issue. Following explant, an evaluation was completed on the pump and it was discovered that the blades of the impeller were damaged. There was no patient harm resulting from the noted issue.